Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert (lia) were met, and oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, 10 non-sustained tachycardia episodes with v-v intervals greater than 220 milliseconds on (b(6) 2016 41 ventricular sic since last session 8.2 hours ago. Lead failure predictor triggered on (B)(6) 2016 for ventricular sic and non-sustained tachycardia episodes.

Event description:
It was reported that during use the right ventricular (rv) lead was suspected to be fractured. The issue was detected due to an alert that revealed short intervals and non-sustained ventricular tachycardia (vt) episodes. A new lead was implanted. The rv was capped and remains in the patient. No patient complications have been reported as a result of this event.